Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. During preparation of a 2.50x12mm taxus express2 drug eluting stent (des), it was noticed that the distal end of the stent was flared. This was noticed prior to insertion and the product remained outside of the body. The procedure was completed with another 2.50x12mm taxus express2 des. There were no patient complications reported.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.